Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1. Abrasion was noted on the exhaust tube of cylinder 2. A separation was noted on the exhaust tube of cylinder 2 at the strain relief junction. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. A group of striations, indicating contact with unshod instrumentation, was noted on the strain relief of cylinder 2. This is not a site of leakage. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on the exhaust tubing of cylinder 2 at the strain relief junction to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, it was reported by our distributor partner (B)(4) that there was a need to remove the identified prosthesis, due to the pump having stopped working due to mechanical failure, making erections impossible. The prosthesis was implanted on (B)(6) 2020 and there was no previous problems. No adverse events associated have been reported. No complications were reported with the patient during and after surgery. The cylinders and pump were replaced by the other as identified in the attached vpif form. This event was reported to (B)(4) by ourselves through notivisa report # (B)(4) as a technical complaint. Translation of the medical report: patient (B)(6) was submitted on (B)(6) 2020 to implantation of a 3 volume inflatable penile prosthesis titan otr coloplast at hospital (B)(6) surgery with doctor (B)(6). Today the prosthesis is not inflating, mechanical failure. Penis not functional. The surgery was scheduled at (B)(6) hospital on (B)(6) 2021 which will be performed by dr. (B)(6) and the procedure performed will be the reconstruction of the cavernous bodies and exchange of penile prosthesis and the materials will not used will be returned to endoctor. I am at your disposal for any clarifications, if necessary. No other adverse patient effects were reported.